Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe into the catheter valve. Never use more than is required to make the syringe " stick in the valve". If you notice slow or no deflation, reset the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rapture occurs care should be taken to assure that all the balloon fragments have been removed from the patient. Visually inspect the product for any imperfection or surface deterioration prior to use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple balloons fail. Only half of the balloons would inflate and had a very difficult time deflating. Also stated that the foley would not stay in place. Per additional information received on 03oct2024, it was reported that they removed all trays with the same lot # from the clinical supply and replace with trays from a different lot#. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple balloons fail. Only half of the balloons would inflate and had a very difficult time deflating. Also stated that the foley would not stay in place. Per additional information received on 03oct2024, it was reported that they removed all trays with the same lot # from the clinical supply and replace with trays from a different lot#. No patient injury was reported.